Manufacturer narrative:
Based on the current information provided, intuitive surgical, inc. (Isi) cannot determine the cause of the post-operative bleeding. Due to the volume of blood loss as reflected in the patient's lab work, the surgeon believes the likely source of the bleeding to be the staple line but that was not confirmed through imaging. The surgeon stated that it is possible, though less likely, the origin of the bleeding the trocar site hematoma. The 12 mm cannula has not been returned to isi for evaluation. A system log review did not reveal any system errors that would have caused or contributed to the reported event. Note: refer to medwatch reports (MDR) with patient identifier (B)(6) for MDR submission of the events logged against the sureform 60 reload.

Event description:
It was reported that after a da vinci assisted sleeve gastrectomy, the patient experienced bleeding. Through follow up with the surgeon, the following information was obtained: there were no intraoperative complications but post-operatively, the patient was tachycardic. The next day, the patient was also experiencing a drop in blood pressure and hematocrit and was transfused with 2 units of blood. The patient was discharged after 3 nights and seen shortly after in clinic with blood coming out of a trocar site with a large hematoma. Initially, it was thought the source of the bleeding was the 12 mm trocar site but based on the volume of blood loss as evidence by the 17-point drop in hematocrit, it is more likely the source was the staple line.